Manufacturer narrative:
Four failures of this instrument have been recorded during the last year and 3 of these failures occurred in england. All the instrument that failed were previously used in surgeries fo the removal of the fassier-duval system. It is known that higher b ending stresses are required during the removal procedure. This could have affected the integrity of the device. It was also noticed that all failures during the last year occurred with instruments that were manufactured before 2010. Thus, it seems that after a number of years of use, the instrument may wear and deform in such a manner that the risk of failure is higher.

Event description:
A female driver instrument broke during surgery at its hexagonal tip. This failure was a new user of the fassier-duval system. The distributor indicated that the surgeon used the female driver with seemingly no issues. The instrument was found broken once the implant was inserted. The rep that was present at the surgery mentioned that the surgeon did not mistreat the instrument. The distributor also indicated that the instrument was inspected before the surgery and there was no apparent damage.